Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube window corners, reservoir tube lip, battery tube threads and minor scratches on lcd window.

Event description:
It was reported the customer had physical damage on their isulin pump. Customer stated there were cracks on the upper corner of their insulin pump's screen. Customer also stated there was cracks on the esc button, extending to the reservoir compartment. Customer could not recall how the damage had occurred. Advised customer to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).